Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced concern for low blood glucose while using the ilet bionic pancreas, with a recorded value of 75 mg/dl and no device low or urgent low alerts reported. Symptoms included shakiness, brain fog, and anxiety. Outcomes included self-treatment with oral carbohydrate (soda) and no need for medical intervention, assistance, or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the event categorized as hypoglycemia concern with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.